Manufacturer narrative:
(B)(4). Concomitant medical products: item # 8018-32-03,versys head, lot # 63378984. Item # 7841-12-20, versys stem, lot# 63262723. Item # 6310-50-32,trilogy liner, lot # 63312536. Item # 0062506530, bone screw 30 mm, lot # 63327645. Item # 0062506520, bone screw 20 mm, lot # 63240736. Customer has indicated that the product will not be returned to zimmer biomet for investigation as products are still implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-02602, 0001822565-2019-02604, 0001822565-2019-02607, 0001822565-2019-02687, 0001822565-2019-02686.

Event description:
It was reported a patient underwent left hip arthroplasty. Subsequently, date in 2016. Subsequently patient is experiencing pain, elevated ion levels, and a removal of a pseudo tumor. Additional information was requested however, none was available.

Event description:
Upon reassessment of the reported event, it was determined MDR 0001822565-2019-02576 should not have been filed under the current MFR number. This event will be reported on 0002648920 -2019 -00471

Manufacturer narrative:
(B)(4). Upon reassessment of the reported event, it was determined MDR 0001822565-2019-02576 should not have been filed under the current MFR number. This event will be reported on 0002648920 -2019 -00471.